Event description:
Facility alleges blood leak during dialysis. Rn reports blood leak detector alarmes at beginning of treatment. Treatment stopped; blood circuit discarded. Restarted with another dialyzer; completed entire run. No further medical intervention required; patient stable pre & post event.